Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2024, a 14f amplatzer torqvue 45x45 delivery sheath was chosen for procedure. The transseptal puncture was performed, and the transseptal sheath was removed. When performing the groin insertion for the delivery system, the delivery system was advanced over the guidewire, and the tip of the dilator split down the side to the point of the sheath tip. The delivery system was removed while intact without losing wire access. A thorough examination of the access site was performed both visually and with fluoroscopy. There was no injury to the groin or vein, and the procedure proceeded with a replacement 12f amplatzer torqvue 45x45 delivery sheath. There were no patient complications, and the procedure was successful. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was discharged.

Manufacturer narrative:
An event of the tip of dilator being split when performing the groin insertion during procedure was reported. The investigation at abbott found that the tip of dilator was deformed and damaged split. The returned sheath contained a small damage at the tip associated with split cut from the tip of the dilator. Field indicated that a thorough examination of the access site was performed and there was no injury to the groin or vein. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Abbott is performing further investigation to monitor this issue.

Event description:
It was reported that on (B)(6) 2024, a 14f amplatzer torqvue 45x45 delivery sheath was chosen for procedure. The transseptal puncture was performed, and the transseptal sheath was removed. When performing the groin insertion for the delivery system, the delivery system was advanced over the guidewire, and the tip of the dilator split down the side to the point of the sheath tip. The delivery system was removed while intact without losing wire access. A thorough examination of the access site was performed both visually and with fluoroscopy. There was no injury to the groin or vein, and the procedure proceeded with a replacement 12f amplatzer torqvue 45x45 delivery sheath. There were no patient complications, and the procedure was successful. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was discharged.